Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, a power source alert was found in the pump history. Reportedly, the customer was upset and emotionally distressed regarding the battery issue and although requested, the customer declined to provide additional information.

Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified in the pump logs; however, no failure was identified. Additionally, the battery depletion issue was verified and a different issue was identified.